Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had pump error on their device. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump had power loss alarms, low battery alarms and error alarms confirmed in the long trace. The detailed trace analysis confirmed that the pump alarmed low battery and then the alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Analysis of the micro timer in the detailed trace confirmed that the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window and case.